Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to unspecified reasons. In the replacement procedure, this crt-p was successfully explanted and replaced with another device. No additional adverse patient effects were reported outside the revision procedure.